Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer indicated that the event occurred three months prior to the call, therefore, event date was captured as (B)(6) 2019. No specific event date was provided by the customer.

Event description:
The customer reported that three months prior to the call, he received a difference of 130 mg/dl between blood glucose readings obtained on the contour next link and contour next one meter. The specific readings were not provided. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer. Since the test strips details provided by the customer were not from the time of the event, this report will be submitted under meter information.

Manufacturer narrative:
The customer returned the contour next link meter serial # (B)(6). An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance.